Event description:
At the beginning of a transoral incisionless fundoplication (tif) procedure the physician experienced some difficultly introducing the device into the patient's stomach and used more pressure than normal to push the device further down the esophagus. Upon removal of the device after the procedure, the physician observed a perforation at the back of the throat. It was the physician's opinion the most likely cause of the perforation was due to the forceful introduction of the device. The patient was kept in the hospital for observation. The perforation healed without further intervention and the patient was released from the hospital. In addition, during the procedure the physician experienced difficulties removing the helix from the patient's stomach tissue. After an extended amount of time, it was decided to pull harder on the helical retractor in order to free the helix from the tissue. This technique successfully freed the helical retractor. When the device was removed from the patient, it was noted that the helical coil was bent. When egs received the device, besides the bent helical coil, the center pin was missing from the helix. When inquiring the physician to better understand when the center pin broke, a scan of the patient indicated the center pin was captured in the stomach tissue. The physician felt there was no need to remove the pin because leaving it in the tissue will not cause any adverse effects.

Manufacturer narrative:
Findings: based on the product and engineering investigation, no material or process defect was found. The center pin on the helix broke because of a ductile failure caused by overload. There was no latent defect precipitating the failure.